Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted.

Event description:
Edwards received notification from our affiliate in (B)(6). As reported, it was a case of a 29mm sapien 3 valve implant into a non-edwards valve, in mitral position by transfemoral approach. After a long of attempting to puncture the septum, the medical team succeeded and proceeded with the implant, but safari guidewire was lost. Therefore, the entire system was removed from the patient. And a new sapien 3 kit was prepared properly. During the second attempt to implant the valve, some difficulties when advancing the commander to the intended position, as well as, when valve alignment were faced due to patient's anatomy, although it was performed in a partially straight section. The septum was already ruptured in the second attempt crossing it. An attempt was made to inflate the commander delivery system balloon at the time of implanting the valve, but it was not possible because the balloon had ruptured. Therefore, the commander was retrieved into the esheath and everything was removed as a single unit. The delivery system was cut when trying to remove the commander from the esheath after withdrawal, because the balloon was ruptured and deformed. As per the transfemoral approach impairment, it was considered doing the implant by transapical approach but the patient was decompensated and was not possible. Finally, the patient was referred to open surgery to implant the valve, but unfortunately the patient passed away during the surgery due to cardiogenic shock, no valve was implanted. As per medical opinion, the root cause of the balloon damage could be that the patient's anatomy made it difficult to align the balloon inside the valve.

Manufacturer narrative:
The device was not returned for evaluation as it was not available. Therefore, a no product return engineering evaluation was performed. Imagery was provided from the site was evaluated and the following was observed: the distal end of the delivery system with crimped thv was cut at the crimp balloon and separated from the guidewire at the nose tip. The thv was observed not fully aligned on working length of balloon with inflation balloon material observed bunching distally from thv. Delivery system shown removed from the patient with crimp balloon cut by operators and separated from the nose tip when attempting to remove from the sheath. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint valve alignment difficulty/inability was confirmed based on evaluation of the provided imagery. The complaints of delivery system leakage and difficult to track system through anatomy were unable to be confirmed as neither the complaint device nor applicable procedural imagery was provided for evaluation. Due to the unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis; therefore, a manufacturing non-conformance was unable to be determined. Additionally, a review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. As reported, ''during the second attempt to implant the valve, some difficulties when advancing the commander to the intended position''. It was reported that the patient's anatomy was ''partially straight, short and tortuous path''. A tortuous anatomy can present difficult bend angles or constrained condition resulting in higher resistance for the devices to overcome. This can potentially lead and contribute to the reported difficulty felt when attempting to track the delivery system through the patient's anatomy. Available information suggests that patient factors (tortuosity) may have contributed to the reported event. As reported, difficulties during ''valve alignment were faced due to patient's anatomy, although it was performed in a partially straight section''. It was additionally reported that valve alignment was performed in a ''partially straight. Short and tortuous path''. As such, it is possible that valve alignment was performed in a tortuous (non-straight section) vasculature, this can cause the valve to become unseated (non-coaxial placement of valve in relation to the flex tip) and ''dive'' into the flex tip. If the thv is unseated from the flex tip during alignment, it can result in higher-than-normal alignment forces creating high tension in the system which can consequentially lead to the reported valve alignment difficulties. Training also mentions performing valve alignment in not a straight section of the anatomy, there may be difficulties performing this step which may lead to delivery system damage and inability to inflate the balloon. Under simulated conditions (simulated tortuous anatomy), a previously performed engineering study was able to recreate high valve alignment forces. The study revealed that performing valve alignment in a curvature appears to increase the possibility of ''diving'' (thv become unseated from the flex tip), which in turn increases valve alignment force. Higher alignment force appeared to have a higher likelihood of occurrence at tighter radii. However, without applicable procedural imagery, a definitive root cause is unable to be determined. Available information suggests that patient (tortuosity) and/or procedural factors (valve alignment in non-straight section) may have contributed to the reported event. As reported, ''it was tried to inflate the commander delivery system balloon at the time of implanting the valve, but it was not possible because the balloon had ruptured''. Per medical opinion, ''the balloon damage could be related to the fact that the patient's anatomy made difficult to align the balloon inside the valve''. As the delivery systems are 100% tested for leakage, and as this issue was undetected during preparation, it is likely that damage to the delivery system occurred during the procedure. The exact location and nature of the leak is unknown; however, possible sources of delivery system leaks could be a puncture/tear on the inflation balloon or separation of the I/c (inflation to crimp) bond and or damage of the crimp balloon. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, it is possible that excessive manipulation was used when experiencing the reported valve alignment difficulties. Excessive manipulation with the thv can compromise the balloon wall, which can result in the reported leakage due to puncture. Excessive manipulation can also potentially weaken the crimp balloon causing the balloon to tear. Additionally, it is possible that calcification was present within the patient's failing mitral surgical valve. Calcifications can create sharp nodules which can compromise the structure of the balloon wall via mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. While physician advanced the delivery system, it is possible the inflation balloon negatively interacted with calcification and may have become punctured. Without applicable procedural imagery, a definitive root cause was unable to be determined. Available information suggests patient factors (calcification, tortuosity) and/or procedural factors (high alignment forces, excessive manipulation) may have contributed to the reported event. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment (pra) is required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.